Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples and hcg-negative clinical serum samples. The results were read at 3 and 4 minutes for devices tested with urine samples and 5 and 6 minutes for devices tested with serum samples. All devices the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined as the reported issue was not replicated during testing of retention product, and no information regarding technique, storage, or handling could be obtained. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Product discarded/expended by customer. Results pending investigation.

Event description:
On (B)(6) 2021: false positive results observed on the (B)(4) combo serum/urine cassette test kit. No information provided regarding frequency of false positive results, number of patients, confirmatory testing information or patient information. No adverse outcomes reported. Although further information was requested, customer was unresponsive and no further information was able to be provided.